Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #: 6000093-2007-01528. Same pt as MFR report#: 6000089-2007-1236. It was reported that 1647 days following a coronary artery stenting procedure the pt presented with in-stent restenosis. The target lesion was located in the 1st obtuse marginal (om1) with 80% stenosis, a length of 20mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 24mm express2 bare metal stent and post-dilatation with 20% residual stenosis. One day post-procedure the pt began to experience shortness of breath and chest pain and was diagnosed with a myocardial infarction. The pt was discharged two days post procedure on protocol doses of asa and clopidogrel. The pt was admitted 1647 days post index procedure due to worsening coronary artery disease. The ramus was treated with ptca, resulting in 10% residual stenosis. The proximal circumflex was treated with ptca, resulting in 30% residual stenosis. The distal left main into the ostium of the circumflex was treated with ptca, however, rupture of a 2.5x15mm maverick balloon caused dissection of the left main. A 3.5x 16mm taxus express2 stent was deployed across the left main dissection with "complete resolution of the dye staining and excellent flow into the ramus and into the circumflex." The pt was discharged the next day on asa. The investigator assessed the relationship of the reintervention to the index procedure as unrelated, definitely related to a prior co-morbid condition, and unrelated to the study device. The clinical events committee adjudicated this event as study stent/procedure indistinguishable in 2007.